Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age reported on as in (B)(6). This report is for the broken screw, part number incomplete and lot number unknown (400.7xx). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery a cortex screw head broke off during insertion, the shaft of the screw remains in the patient. It was reported the patient had hard bone quality. The surgeon plans to remove the screw shaft when the bone is healed. This report is for the unknown mf-cortex screw 1.5 screw that broke. This is report 1 of 1 for (B)(4).